Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a (B)(6) female patient who had essure (batch no. B60765-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: pre-natal vitamins from (B)(6) 2013 to (B)(6) 2014 and unison on (B)(6) 2013. Concurrent conditions included feeling sick, dizzy, headache, nausea and pain. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012, doxylamine since (B)(6) 2012, ibuprofen since 2014, medroxyprogesterone acetate (depo provera) from(B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish") and post-traumatic stress disorder ("post-traumatic stress disorder"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and post-traumatic stress disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1 trailing coils on the right and 2 trailing coils on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was occluded successfully. Diagnostic results: (B)(6) 2016 : she is not currently pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received: event "post-traumatic stress disorder", concomitant drug, historical drugs were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.